Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant product: circular ablation circ loop catheter, model #: d-1322-14-s, lot #: 16045945l. Non-biosense webster inc.- st. Jude medical agilis sheath. (B)(4).

Event description:
During a clinical trial sponsored by biosense webster, inc., it was reported that a (B)(6) female patient underwent a pulmonary vein isolation ablation procedure for symptomatic atrial fibrillation with a navistar thermocool catheter and suffered pericarditis requiring medication. Less than 7 days post-procedure, the patient experienced pericarditis. Patient was given paracetamol and diclofenac. On post-procedure day 2, the issue resolved without sequelae. Patient required one extra day of hospitalization as a result of this adverse event. Medical history includes hypertension, atrial tachycardia (bilateral), and diabetes mellitus type ii. Principal investigator assessed this event as moderate in severity, serious, possibly device-related (nmarq), and definitely index procedure-related. Since this adverse event required medical/surgical intervention or prolonged hospitalization to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.